Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 450.4 mcg/day via an implantable pump for multiple sclerosis and increased spasticity. It was reported that the patient had current urinary tract infections (uti) with increased spasms that were occurring every couple of months beginning in 2019, with the most recent uti having occurred (B)(6) 2019. They were wanting to rule out the drug infusion system as the cause of the increased spasticity. They attempted a catheter access port (cap) catheter dye study but were unable to aspirate two days ago. There was no reservoir volume discrepancy. The patient had limited benefit from a programmed 50 mcg bolus. No further patient complications have been reported as a result of this event.